Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. All the retained samples and customer samples tested were within product specification requirements and no evidence of quality issues associated with this complaint. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that the product leakage of insulin syringes and ask for return goods or recall.

Manufacturer narrative:
This supplemental MDR is being submitted to correct the manufacturing site information provided in the initial MDR 3014312726-2025-00126. The previously reported manufacturing site was incorrect. The correct manufacturing site is: promisemed hangzhou meditech co., ltd.